Event description:
Event occurred on an unknown date regarding an ICU medical spiros. The reporte stated that "spiros has "popped off" of the medication tubing, however remained attached to the patient's access (neutral or negative pressure claves). Medication involved is 5 fu." The report also stated that "patient only completed 6 hours out of his 46-hour regimen." There was patient involvement and unknown adverse event.

Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 aug 2025 has been used as a placeholder. The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number. Should the product or any product information be provided a supplemental report will be submitted.

Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. Lot history review could not be conducted due to the unknown lot number.